Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6); 6935 implantable tachy lead 2013 (B)(6). (B)(4).

Event description:
It was reported that post operatively, a chest x-ray indicated that the patient had an apical pneumothorax which was noted to be a complication from the ICD system placement. The patient was placed on 100% oxygen for several days. The ICD and leads remain in use. The patient is a participant in the attain performa clinical study. No further patient complications have been reported as a result of this event.